Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the logs were reviewed from 6/15/2020 to 6/17/2020. A review of the log indicates that the lowest bg reading recorded by the continuous glucose monitor (cgm) was 55 mg/dl during this time frame. Therefore, the complaint could not be confirmed. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level displayed as "low" on the continuous glucose monitor (value not provided). Cause of low bg level was unknown. Bg was treated with glucagon and intravenous fluids. Reportedly, customer left the ER 3 hours later with customer in stable condition (bg level ranging from 110-140 mg/dl).